Event description:
It was reported that this left ventricular (lv) lead exhibited increased thresholds. Additional information was obtained which indicated that the left ventricular (lv) lead was pulled back some. The physician repositioned the lead. The lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.